Event description:
Boston scientific corporation became aware of this event at a conference on (B)(6) 2014. It was reported that a cre wireguided dilatation balloon was used during an endoscopic papillary large balloon dilation (eplbd) procedure in the common bile duct. According to the complainant, during the procedure, the papilla of vater was dilated with the balloon for approximately 10 seconds. Dilation was repeated, however, the total number of dilations is unknown. Reportedly, this resulted in mild pancreatitis. The procedure was completed without further reported incident. It is not known if there was an alleged malfunction of the device. No additional patient complications have been reported as a result of this event. If further information is obtained regarding patient details and procedure information, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.